Event description:
This event has been created to capture the article "off-label use of coronary drug-eluting stents", boris roszek, m.d., 2011. The article summarizes the occurrence of death, myocardial infarction, stent thrombosis, and target vessel revascularization when a drug-eluting stent is used off-label. There is no specific device or patient information available; however, the article research includes stents using the abbott drug, everolimus. The three abbott drug-eluding stents containing this drug are xience v, xience prime and promus.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence as it was the earliest reference listed for an abbott device published in 2006. Estimated date of implant as it was the earliest reference listed for an abbott device published in 2006. (B)(4) - incorrect anatomy. The rx promus and rx xience are being filed under separate medwatch reports. Article - off-label use of coronary drug-eluting stents, boris roszek, m.d., 2011. There was no reported product deficiency and the product was not returned. The reported patient effects of death, myocardial infarction, and thrombosis, as listed in the instructions for use (IFU), are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It should be noted that the IFU states: the xience prime everolimus eluting coronary stent systems are indicated for improving coronary luminal diameter in patients with symptomatic ischemic heart disease due to discrete de novo native coronary artery lesions.